Event description:
Customer reportedly rec'd the following results on the aviva system within 10 minutes: 200 mg/dl, hi, and 173 mg/dl. Low blood glucose symptoms reported with these results; able to self treat. No actions taken based on device result. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.